Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after loading a cartridge with insulin. Reportedly, the customer filled the cartridge with 150 units of insulin. The customer's blood glucose level was 323 mg/dl, which was addressed with a correction bolus. The contact was able to load a new cartridge successfully and resume insulin delivery.